Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, proximal left anterior descending artery. The 2.75x08 mm xience v stent delivery system proximal shaft separated in two pieces. The case was abandoned and the patient was put on medical management. No adverse patient effects or clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Subsequent to the initial medwatch report filed, additional information received states that the shaft of the stent delivery system separated prior to use in the patient. There was no patient involvement. It is unknown why the case was abandoned. No additional information was provided.